Event description:
Newborn patient had a prenatally diagnosed large cystic hygroma on her neck and head. The baby had a pleural effusion requiring drainage and the first fuhrman drain was placed and several hours later it was noted as broken. The drain was re-wired and placed a new "pig tail" on it. Second drain was noted as broken several hours later. Re-wired again this time supporting with an armboard. Third drain stayed in place until it was no longer needed.